Manufacturer narrative:
Device evaluation: d9, g3, g6, h2, h3, h6 and h10 result of investigation: samples received for evaluation. A vacuum test was performed and the 4 samples failed the test. Therefore, the defect reported by the customer was confirmed.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. PMA/ 510(k): enforcement discretion. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the neb kit w adapter sterile water 1000ml experienced stops misting after initial setup. The issue occurred during patient-use and as an intervention the device was replaced when the previous one was not working anymore. The customer confirmed that there was no patient harm associated with the reported event.